Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The patient had ventricular fibrillation, and the device began charging to treat the arrhythmia. However, the arrhythmia self-converted in approximately ten seconds. Noise was observed immediately after sinus rhythm was restored, and an inappropriate shock was administered in response to the oversensing of the noise. The patent was asleep and had fallen off the sofa at the time of the shock episode. In response, the sensing configuration was changed, and the smart-charging feature was adjusted to avoid noise oversensing. No malfunctions have occurred since the settings were changed. There were no additional adverse patient effects. The system remains implanted.